Event description:
The dentist reported that after 5 months that the dental implant was installed in intra-oral regional #9 it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type iii) and bone graft was executed.